Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4). Case description: rob102- mps reported arm vibrating during surgery. Case type : not reported.

Event description:
Case number: (B)(4). Case description: rob102- mps reported arm vibrating during surgery. Case type : not reported.

Manufacturer narrative:
Reported event: case description: rob102- mps reported arm vibrating during surgery. Case type : not reported. Product evaluation and results: as per work order, installed new inside and outside j5 cables. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob102 was inspected and accepted into stock on 6/15/2010 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to rob102 shows no additional complaints related to the failure in this investigation. Conclusion: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.